Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that a cartridge leaked inside the ilet during tubing fill while the user was traveling and attaching the cartridge to the connector outside the ilet; the user switched to multiple daily injections and a replacement box was ordered. Symptoms included no change in blood glucose. Outcomes included no clinical impact and no hospitalization. Investigation included user interview and use error assessment. Investigation of this case revealed probable improper assembly technique during cartridge connection outside the device, consistent with a use error leading to a leak at the cartridge-to-connector interface. It was concluded, based on previously established findings for similar reports, that the cause was user error during device setup.